Manufacturer narrative:
The returned product evaluation confirmed the shaft breakage at the hypotube ribbon weld. The IFU says to inspect the catheter for damage prior to use and there was no damage noted before loading it on the guidewire. The IFU precautions; "exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage or kinking." Based on the returned product evaluation and the information provided the most likely cause for the failure is damage during use.

Event description:
Lumen separated completely from push rod.